Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 sp surgical table. The technician tested the function and operation of the table and found the surgical table to be operating according to specifications; no repairs were required, and the table was returned to service. Through follow-up with facility personnel, the technician learned that the or personnel had unlocked the floor locks during the procedure to change the orientation of the table; therefore, this event was caused by user error. The surgical table's operator manual states (pg. 6), "do not release floor locks while patient is on table" and "do not place patient on the table unless floor locks are engaged". The account manager counseled the user facility on the proper use and operation of the surgical table, specifically on ensuring the table remains locked when a patient is present. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 3085 sp surgical table began to tip. The patient did not fall and was transferred to another table. The procedure was completed successfully. No report of injury.